Event description:
On (B)(6), staff technologist reports that during a cardiac cath procedure on a (B)(6) old female pt, the injector system injected on its own. Technologist had loaded an optiray 320, 125ml prefilled syringe into the injector system. Injection protocol set for 15ml/second for volume of 30ml. High pressure tubing connected to a 5fr pigtail catheter positioned in the left ventricle for an lv gram. The tech reports once they programmed the protocol, the screen just sat their indicating please wait. Technologist shut the system off, then turned it back on. Went thru the preliminary setup screens, tech started the injection via the handswitch, but noted when the ram reached the 30ml volume, it continued to inject. One tech grabbed the manual knob, another hit the power button. The procedure was completed using hand injections. Pt is fine, no reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.